Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5096026) on 02-sep-2020. The most recent information was received on 08-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), arthralgia ('joint pain') and haemoglobin decreased ('hemoglobin was at 5.8') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cyanocobalamin (b 12), iron and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), menorrhagia ("bleeding heavily/ lot of bleeding"), amenorrhoea ("skip periods"), alopecia ("loosing hair"), gait inability ("I was not able to walking"), fatigue ("constantly tired"), neuralgia ("nerve pain"), insomnia ("lack of sleep"), iron deficiency ("low iron deficiency"), blood loss anaemia ("anemia from bleeding"), feeling abnormal ("brain fog") and anxiety ("anxiety") and was found to have haemoglobin decreased (seriousness criterion hospitalization). The patient was treated with blood transfusion and surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, haemoglobin decreased, menorrhagia, amenorrhoea, alopecia, gait inability, fatigue, neuralgia, insomnia, iron deficiency, blood loss anaemia, feeling abnormal and anxiety outcome was unknown. The reporter provided no causality assessment for alopecia, amenorrhoea, anxiety, arthralgia, blood loss anaemia, fatigue, feeling abnormal, gait inability, insomnia, iron deficiency, menorrhagia, neuralgia and pelvic pain with essure. The reporter considered haemoglobin decreased to be related to essure. The reporter commented: hospitalization, disability/ permanent damage was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: 5.8. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), arthralgia ('joint pain') and haemoglobin decreased ('hemoglobin was at 5.8') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cyanocobalamin (b 12), iron and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), menorrhagia ("bleeding heavily/ lot of bleeding"), amenorrhoea ("skip peroids"), alopecia ("loosing hair"), gait inability ("I was not able to walking"), fatigue ("constantly tired"), neuralgia ("nerve pain"), insomnia ("lack of sleep"), iron deficiency ("low iron deficiency"), blood loss anaemia ("anemia from bleeding"), feeling abnormal ("brain fog") and anxiety ("anxiety") and was found to have haemoglobin decreased (seriousness criterion hospitalization). The patient was treated with blood transfusion and surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, haemoglobin decreased, menorrhagia, amenorrhoea, alopecia, gait inability, fatigue, neuralgia, insomnia, iron deficiency, blood loss anaemia, feeling abnormal and anxiety outcome was unknown. The reporter provided no causality assessment for alopecia, amenorrhoea, anxiety, arthralgia, blood loss anaemia, fatigue, feeling abnormal, gait inability, insomnia, iron deficiency, menorrhagia, neuralgia and pelvic pain with essure. The reporter considered haemoglobin decreased to be related to essure. The reporter commented: hospitalization, disability/ permanent damage was mentioned but not specified and/or assigned to one of the events diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: 5.8. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5096026) on 02-sep-2020. The most recent information was received on 08-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), arthralgia ('joint pain') and haemoglobin decreased ('hemoglobin was at 5.8') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cyanocobalamin (b 12), iron and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), menorrhagia ("bleeding heavily/ lot of bleeding"), amenorrhoea ("skip periods"), alopecia ("loosing hair"), gait inability ("I was not able to walking"), fatigue ("constantly tired"), neuralgia ("nerve pain"), insomnia ("lack of sleep"), iron deficiency ("low iron deficiency"), blood loss anaemia ("anemia from bleeding"), feeling abnormal ("brain fog") and anxiety ("anxiety") and was found to have haemoglobin decreased (seriousness criterion hospitalization). The patient was treated with blood transfusion and surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, haemoglobin decreased, menorrhagia, amenorrhoea, alopecia, gait inability, fatigue, neuralgia, insomnia, iron deficiency, blood loss anaemia, feeling abnormal and anxiety outcome was unknown. The reporter provided no causality assessment for alopecia, amenorrhoea, anxiety, arthralgia, blood loss anaemia, fatigue, feeling abnormal, gait inability, insomnia, iron deficiency, menorrhagia, neuralgia and pelvic pain with essure. The reporter considered haemoglobin decreased to be related to essure. The reporter commented: hospitalization, disability/ permanent damage was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: 5.8. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is marked for deletion due to duplicate case is identified with fu information. All relevant information transferred to duplicate retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.